Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear sheath had been pushed back from the distal end of the coil for a length of 1.2 centimeters. The sidecar had been damaged and was not uniform in shape. The proximal end of the clear outer sheath had been torn out from underneath the black heatshrink. The clear outer sheath was found to accordion along the working length and the sheath was also found to be split open along the working length of the device. A functional evaluation found that when the handle was actuated the basket would not extend due to the coil moving with the basket assembly. The condition of the returned incident device was consistent with the complaint that the sheath was damaged. Residue, identified on the basket wires, appears to have caused an interference fit between the basket and coil assemblies. During an attempt to extend the basket, the increased force required to break past the interference fit was enough to separate the coil assembly including the outer clear sheath from the connection of the heatshrink. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician tested the device and the basket did not come out of the sheath properly and the sheath became warped most noticeably at the distal portion of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician tested the device and the basket did not come out of the sheath properly and the sheath became warped most noticeably at the distal portion of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)